Manufacturer narrative:
Exemption number e2019001. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to operational context. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a de novo lesion located in the proximal right coronary artery that was moderately tortuous, moderately calcified and 90% stenosed. The trek rx balloon ruptured in the patient during the first inflation at 10 atmospheres. A non-abbott balloon dilatation catheter was used to complete the procedure. There was no adverse patient effect. There was no significant delay in the procedure. No additional information was reported.